Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the pulse generator, the device reached elective replacement indicator and the device was in backup operation. Telemetry could not be performed after confirming the back up and elective replacement. The physician believed it to be normal battery depletion since 15 months ago the battery longevity was 1.25 years until elective replacement. The device was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to normal eri. The device was tested on the bench and analysis of device image indicated that the device was reverted to backup operation due to low battery voltage fluctuation which is consistent with that occurring during the interrogation of the device. Electrical test results indicated normal eri pacer functionality.